Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using saved fluoro. The philips remote service engineer (rse) inspected the system remotely and confirmed that the equipment is not performing the exposure. As a part of troubleshooting, rse confirmed that the exposure pedal was not functioning. The issue was identified with pedal 2, which was malfunctioning for exposure activation. Rse suggested replacing the pedal, but the customer has not yet approved the quotation for the new footswitch, and no further action has been taken by philips. To date, no reports of the event have been received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system couldn't make exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.